Event description:
It was reported that, "during xia3 surgery, when the provisional tightened with universal tightener, the surgeon heard the foreign sound. Then the blocker could not be tightened. Because it seemed that the blocker was above the usual position, the surgeon replaced to the new screw. "

Event description:
It was reported that, "during xia3 surgery, when the provisional tightened with universal tightener, the surgeon heard the foreign sound. Then the blocker could not be tightened. Because it seemed that the blocker was above the usual position, the surgeon replaced to the new screw. "

Manufacturer narrative:
The device was returned for inspection and the event was confirmed. First threads of the screw tulip are damaged. The edges of threads are deformed and anodization is left from threads surfaces. One can see an imprint of rod at the cylindrical part of the bone screw meaning that the screw was tightened. The imprint is located at the border of cylindrical part of the bone screw head and is in fact the superposition of several imprints. This means that the screw was implanted at maximal angulation and was tightened several times. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Raw material was tested by the external laboratory (critt) and found conform to the specifications. The external diameter of the bone screw met the print specifications and the drawings requirements. No product or material fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective as no product or material fault could be detected. Based on the evaluation results whereby the shape and location of the imprint left by rod during tightening suggest that multiple tightenings were done and the screw was implanted at maximal or close to maximal angulation. In addition, the threads of the received blocker are also damaged. The deformations observed on the threads of the blocker are typical for corss threading that generally occurs when the blocker is misaligned with screw tulip during insertion. These are the factors that lead typically to tulip splay and hence resulted in the reported event. Thus, user error caused or contributed to this event.